Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 05-dec-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Due to the expiration of chem8+ cartridge lot h25097 (04-oct-2025), retained testing could not be performed. No deficiency has been determined for chem8+ cartridge lot h25097.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on an a patient. There was no patient information at the time of this report. Return product is available for investigation. Method: date: tested results: sample: I-stat , on (B)(6) 2025 , 14:49 , <15% , whole blood, manual, on (B)(6) 2025 , ni , 37%, whole blood. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.